Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Fill cannula was recorded in daily history. The insulin pump did not pass self-test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. However, pump error 53 alarm found in the device history due to software error. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.